Event description:
It was reported that the surgeon partially inserted a cq2015 collamer three piece lens and one haptic tore. The lens was removed with no patient injury, no incision enlargement or sutures.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found one haptic returned, the rest of the lens was missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.